Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood (bg) glucose was 527 mg/dl with high ketones and the cause was unknown; the high bg was addressed with a manual injection. As the pump was still functional, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the touchscreen issue was verified. Functional testing was performed and no failure was identified related to the elevated blood glucose issue. Additionally, a different issue was identified (faulty btle module).